Event description:
It was reported that an intraocular lens (iol) had unfolding issue. There was patient contact with the product. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Implant date: if implanted, give date: unknown/not provided. Explant date: if explanted, give date: unknown/ not provided. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.